Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported the patient alert sounded for impedance of 1032 ohms. Oversensing of noise was also noted. The lead was explanted and replaced due to fracture. Upon removal, the helix required 50 turns to retract. The patient subsequently reported lead replacement, due to "frayed wire." No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor. Component/subassembly failure. Device was out of specification in a manner that relates to event. Frayed, impedance, high, interference, lead(s), fracture of, oversensing.

Event description:
It was reported the patient alert sounded for impedance of 1032 ohms. Oversensing of noise was also noted. The lead was explanted and replaced due to fracture. Upon removal, the helix required 50 turns to retract. The patient subsequently reported lead replacement due to "frayed wire." No patient complications were reported as a result of this event.